Event description:
It was reported that this right atrial (ra) lead was explanted due to getting tangled up with right ventricular lead. Both leads were explanted and replaced with a new lead. No additional adverse patient effects were reported.